Event description:
It was reported a patient underwent a robotically assisted prostatectomy on (B)(6) 2025 and topical skin adhesive was used. Had a severe skin rash, intense itching/burning sensation at all six surgical incision sites. Persisting for 10 days (currently and counting). Device is not available for return.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested and received. What is the procedure name? Robotically assisted prostatectomy what does the reaction look like and how large of an area does the reaction cover? Significant erythematous rash (nearly intractable pruritis) at all 6 surgical incisions which were covered with dermabond. Each lesion eventually expanded to approximately 4 x 5 cm, spreading beyond initial site. Do you have any pictures of the reaction? Yes was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. No debridement. If medication was required, please clarify if it was prescribed by a physician and what was prescribed. Medically treated rash with clobetasol propionate cream 0.025% if medication was prescribed, please clarify if it was prescription strength: the clobetasol propionate cream was prescription strength. What is your current status? Current status: skin clear can you identify the product code and lot number of the product that was used? Contact hospital. Additional information has been requested and however not received. If further details are received at a later date a supplemental medwatch will be sent. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.